Manufacturer narrative:
Impact was muscle strain of the neck and shoulders.

Event description:
It was reported that the rotation switch at the back of the gantry became stuck and injured the technologist who was operating the unit. Additional information received from the customer reported that the technologist was seen in on-site employee health and subsequently in the emergency department. She was diagnosed with muscle strain of the neck and both shoulders. She was placed off work for the rest of that day. She is a part time employee and had the following two days off. She returned to full duty on the following morning. She was given ibuprofen 800mg to relieve her discomfort. It was also reported that the switch issue had "happened to other employees who could not recreate the failure and therefore did not report it." The onsite biomed replaced the rotation switch.